Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information, (B)(4). Medical director. (B)(4).

Event description:
An incident involving on an unspecified date in (B)(6) 2025 involving a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, polyethylene lined light resistant tubing, distal microbore tubing, clave y-site, secure lock, 264 cm reported that during the chemotherapy infusion, carboplatin drug leakage was detected from the air filter vent. The device was changed out/replaced with no further problems encountered. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.